Event description:
It was reported that the remote monitor displayed an error code indicating the reader is off the monitor base and has powered down, is off the base station and has no battery life remaining or the reader is out of range of the monitor. It was also reported that the reader shocked the patient twice. The patient was informed how to clear the error and that the reader is not able to shock the patient as it only collects data. The monitor remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.